Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used due to placement difficulty. The physician had difficulty finding placement with adequate sensing and thresholds measurements. The threshold measurements would initially be adequate but was unstable and would deteriorate to unacceptable values. The patient was experiencing ventricular arrhythmias during the procedure requiring external defibrillation. The physician decided to implant a dual coil lead. No further patient complications have been reported as a result of this event.